Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a redo rf ablation procedure, a farawave catheter was selected for use. The procedure was completed, and the patient experienced bleeding occurred at the end of the procedure. The device is not expected to be returned due to disposal.